Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, bad batt, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. However, unit alarmed unexpected restart alarm after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Event description:
The customer's daughter was reported via phone call that they got unexpected restart alarmed. The customer¿s blood glucose level was 197mg/dl. Troubleshooting was performed. The product will return for the analysis.